Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received via a clinical study that 3 bone segments were lytic only. Reportedly, these are radiographic findings only and not clinical. No revision information was provided. No patient injury was reported.